Event description:
A customer reported that an ophthalmic operating system had vacuum issue. The details of the event and procedure was not reported. No patient impact was not reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).